Manufacturer narrative:
The up arrow button did not respond due to a flattened button dome switch. The insulin pump was received with minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump's up button was unresponsive during insulin delivery. Customer reported that the insulin pump was not exposed to any moisture recently. Blood glucose level was 114 mg/dl at the time of the call. No further information was provided.